Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unknown nails: rfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation surgery for a femoral supracondylar fracture. Proximal device adjustments were made properly with surgeon confirmation, and the operation was performed as per procedures. It was fixed with distal screws. Proximal devices were verified under the image before inserting proximal screws. It was confirmed that there was misalignment in the long axis direction, so that adjustment was made using a screwdriver. At first, drilling was performed from the most proximal, and screws were inserted without any problems. The drill bit interfered with the nail while drilling the second hole from the proximal. The surgeon could not drill to the opposite side. The front and lateral image showed that there was a minute misalignment, and it was not to the extent that it was impossible to pass through at all. Therefore, the sales rep suggested the surgeon that applying stress to the drill. However, the surgeon did not listen. The surgeon manually performed drilling from the inside by cutting the skin on the inside. Then, the outer misaligned area was drilled, and the screw was inserted. The surgery was completed successfully within a 30-minute delay. No further information is available. This report involves one unk - nails: rfna. This is report 1 of 1 for (B)(4).